Event description:
It was reported that the patient experienced a hypoglycemic event with a recorded blood glucose of 52 mg/dl, after which the agent guided a factory reset and later assisted with re-pairing the pump to the phone; no new medications, supply changes, announced meals, correction doses, or physical activity were reported, and the device problem was documented as insufficient information with no specific device component identified. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.